Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00482 on 21-dec-2020. Additional information (04-jan-2021): the siemens headquarter support center (hsc) investigator reviewed the information provided and confirmed the following: the technologist was not wearing proper personnel protective equipment (ppe), including protective eyewear. The safety data sheet (sds # 10697214) for the advia centaur xp chiv qc material states to "wear protective gloves/protective clothing/eye protection/face protection." The information for use (IFU # (B)(4), (B)(6) 2020) for the advia centaur chiv states, under the warnings and precautions section, that "some components of this product contain human source material. All products manufactured using human source material should be handled as potentially infectious. Handle this product according to established good laboratory practices and universal precautions." Siemens concluded that the cause of the event is due to a use error.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens was informed that the customer went to the emergency department to consult an infectious disease specialist. The customer was informed that there was no need for therapy and was scheduled for serology control testing. The customer did not inform siemens if personnel protective equipment (ppe) was worn at the time of the incident. There was no malfunction of the advia centaur xp instrument. The cause of the event is due to a use error.

Event description:
The customer threw away advia centaur xp chiv quality control (qc) tubes into a bin and received a projection of the control fluids into the eye. The customer performed a cleaning of the eye for 10 minutes with physiological saline. There are no reports of patient intervention or adverse health consequences due to the customer being splashed with qc material.